Event description:
Additional review clarified that the manufacturer's device registry showed the patient was originally implanted on (B)(6) 2012, and had both leads removed and replaced on (B)(6) 2012. It is possible that when the reporter stated that the device migrated, he was referring to the leads, and that the reporter confused the initial implant date with the date of the lead revision. For events occurring after the patient's first revision, see MFR. Rep. # 3004209178-2013-06062.

Event description:
It was reported that the patient's system worked fine after the first implant for two to three weeks, and then the device migrated. It was noted that the patient was reprogrammed many times and it was discovered that only four of the sixteen electrodes were functioning. The patient had a second surgery on (B)(6) 2012 where the device was taken out a new one put in and following the surgery the device worked again.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n321212, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device migrated the patient lost coverage.